Event description:
On (B)(6) 2008, I underwent a right complete hip arthroplasty. I received a depuy hip system consisting of a summit pinnacle 8 high stem, a 60 pinnacle cup, and a 40+5 metal on metal femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort and inflammation in my right thigh and hip. I also feel extreme discomfort while walking. It feels as if my implant is loosening. I also am having difficulty sleeping because of the pain. Diagnosis or reason for use: degenerative joint disease.